Event description:
During a cranial vault procedure utilizing virtual surgical planning, a surgical cranial positioning guide appeared to be too small to fit the bone segments created utilizing a corresponding surgical marking guide. The surgeon opted to not utilize the cranial positioning guide and as a result, reported a 2 hour delay in surgery.

Manufacturer narrative:
A review of the design files for the marking and positioning guides, showed the guides were designed correctly to the specifications and surgical plan performed by the surgeon. 3d systems requested the marking and positioning guide be returned for additional testing. The returned guides were retrofitted with 3d printed representations of the bone segments from the planned surgical procedure. The 3d printed bone segments correctly fit both the returned marking guide and positioning guides.